Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) went on site to evaluate the xhibit central station. The fse stated the device was dirty and suspected that the fan was not working. A loaner device was installed at the customer site and the reported device was shipped to spacelabs healthcare for depot repair. The device was received and the fse's findings were verified. It was found that the fan on the video card was not functional and that the fan on the motherboard was intermittently working. Additionally, it was found that the device was excessively dirty. Due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and they would need to replace the device. The cause of the reported issue was found to be faulty fans causing the unit to overheat.

Event description:
The customer reported that while monitoring telemetry patients the xhibit central station powered itself down and would not turn back on. There was no patient or user harm associated with this event.